Event description:
It was reported the patient¿s implantable neurostimulator (ins) experienced ¿premature¿ battery depletion. It was stated an error code of ¿fds¿ was observed. It was reported the patient¿s stimulation was off at the time of report and that was ¿impossible to change.¿ it was noted the patient¿s most recently used program was set to ¿0+ 3+ b-, 4 mv, 90 ms, 130 hz¿ with ¿273 hours of use (45%).¿ it was stated the cause of the issue was not determined and was resolved. The patient was noted to be following up ¿in 15 days¿ following the initial report. It was further noted the patient¿s device remained ¿implanted¿ and ¿out of service¿ at the time of initial report. Additional information reported there were no specific signs or symptoms experienced by the patient in relation to the even. It was noted no diagnostic tests were performed and that impedance values were ¿not available yet¿ 11 days after initial report. The patient¿s physician was reported to have suspected the ins depleted too early. It was noted the patient was ¿ok¿ and their stimulation ¿seemed to be off.¿ it was also noted the ¿fds¿ error code stood for ¿fin de service¿ and was french for end of service (eos). Additional information stated the patient¿s ins was at end of life (eol). It was reported the ¿life time was so short that they thought about stimulator or program error.¿ three weeks after the initial report it was noted an explant of the patient¿s ins and an ¿electrode and extension revision would be planned.¿ there was no scheduled revision date at the time of follow-up. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).